Event description:
It was reported that the patient suffered from twiddler's syndrome. Upon interrogation, the right atrial lead exhibited capture and sensing anomaly. Chest x-ray was performed and revealed both the right atrial and ventricular leads had dislodged. Both leads were explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.